Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed an e216 scope communication error code during receipt inspection. There was no patient involvement. Upon device receipt and inspection, another reportable malfunction was noted. A b30 scope communication error code during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined, although the occurrence is likely. However, a second event of scope communication error b30 due to corrosion of the video connector was found during inspection. The event can be detected/ prevented by following the instructions for use which state: inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
It was reported, the videoscope displayed scope communication error e216. The issue occurred during receipt inspection. There were no reports of patient harm.